Manufacturer narrative:
Suspect medical device: product information currently unavailable. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unspecified cook drain was placed in the patient for an unknown procedure. The drain was described as "12f x 25cm." Ten days after placement, the hub separated from the catheter. The drain was then removed and replaced with a new drain. No other adverse effects were reported for this incident. Additional information is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: e4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D10 ¿ product received on: (B)(6) 2019. Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of documentation, drawings, instructions for use, manufacturing instructions, specifications, and quality control. One device was returned for investigation in a damaged condition. The catheter tubing was returned without the hub. There did not appear to be any surface damage on the tubing. The flare appeared to have thread marks within the interior, but did not appear damaged. It was not out of round, and did not have any apparent damage. Dimensional analysis of the outer diameter of the catheter tubing showed that it was within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the lack of information provided by the user facility, the device history record for the complaint device could not be reviewed. Both the rpn and lot number are unknown, so a review of sales of the potential devices to the customer within product shelf life could not be narrowed down to the specific lot this complaint pertains to. A complaint history software search could not be performed to identify other complaints from the same lot. Based on the known information, there is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 30aug2019.